Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and cystocele, enterocele, vaginal vault prolapse, and mixed urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that the patient ad a concurrent procedure of a sub urethral sling, bilateral sacral spinous fixation, posterior colporrhaphy and moschowitz culdoplasty performed during mesh implantation. It was reported that patient underwent mesh revision in 2010 then on (B)(6) 2013 mesh was removed due to mesh extrusion with pain, bleeding with overactive bladder. No additional information was provided.

Manufacturer narrative:
(B)(4).